Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). Atelectasis. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015. This complaint is being reported based on the event, collapse of the upper left lobe requiring medical treatment. The exact treatment provided was not reported. On (B)(6) 2015, the patient underwent the third bronchial thermoplasty treatment to the right and left upper lobes of the lung. No issues were noted with the device. According to the complainant, following the procedure the patient experienced a collapsed left upper lobe of the lung and was seen in the emergency room. The exact event date is unknown, however, the approximate date of this event was reported to be (B)(6). Medical treatment was required to treat the collapsed lung. The exact treatment provided was not reported. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015. This complaint is being reported based on the event, collapse of the upper left lobe requiring medical treatment. The exact treatment provided was not reported. On (B)(6) 2015, the patient underwent the third bronchial thermoplasty treatment to the right and left upper lobes of the lung. No issues were noted with the device. According to the complainant, following the procedure the patient experienced a collapsed left upper lobe of the lung and was seen in the emergency room. The exact event date is unknown, however, the approximate date of this event was reported to be (B)(6). Medical treatment was required to treat the collapsed lung. The exact treatment provided was not reported. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on 01sep2015. The patient experienced atelectasis and was treated with steroids and oxygen. The patient was hospitalized on (B)(6) 2015 due to the atelectasis and was discharged on (B)(6) 2015. The patient's current condition is reported to be stable.